Event description:
Additional information. The patient had right flank pain and undesirable stimulation. A kidney ultrasound was performed, and the results found no etiology. The device was reprogrammed, and the amplitude and pulse width were modified. The patient recovered without sequela.

Manufacturer narrative:
Lead model 3093-28, serial #(B)(4), implanted: (B)(6) 2008, programmer model 3037, serial #(B)(4).

Event description:
The patient experienced shocking sensations at the ipg site. No action was taken, and the situation resolved without sequelae.